Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump had battery not working error, found during preventative maintenance; no patient involvement.

Manufacturer narrative:
One battery pack was returned for evaluation. A DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Device underwent functional testing by being placed into a known good pump; battery pack was found to be completely non-operational. The reported customer complaint has been confirmed. However, the problem source has been unable to be determined.